Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Please see below regarding product complaint (revision of distal femoral replacement): business unit: depuysynthes, date j&j became aware: 29/03/2019, date of event: (B)(6) 2019, hospital name: (B)(6) hospital. Product name: product code: lps dstl fem com loprof xsm rt 198714105, lps por fem stem 16.5diax150 198716215, lps univ tib hin ins xsm 14mm 198727114. Lot/batch/exp: awaiting for information was the product being used in a clinical trial? No. Did the event happen during a procedure? No. Were you in the procedure at the time of the event? No. Event outcome/how was it managed? Failed implants 1 month post op. Was there any consequence to the patient due to the event? Yes. Patient had to submitted to another surgery to remove failed implant and re-do surgery. Was the surgery prolonged due to the event? If yes, confirm how many minutes delay. N/a. Has the reporter facility indicated there may be legal action? No. Is the product available for return? No. Please give a detailed explanation of the event: on x-ray it was visible insert dislocation and loosening of femoral component (information given by the surgeon).